Event description:
Caller reported blood glucose results of 20 mg/dl and 88 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The device misfired during the procedure causing the patient to bleed. The bleeding needed to be stopped with cautery.====================== manufacturer response for ligamax 5mm clip applier======================rep has been notified to come and get the device.